Event description:
It was reported through the research article titled ¿case report: st-elevation myocardial infarction complications. How far will you go?¿ identifying that hm3 may be related to driveline infection and transplant. This is a case study of a 63 years-old patient who was implanted with hm3. The patient experienced a prolonged respiratory dysfunction that required ECMO before lvad implantation. Post-implantation, a temporary tracheostomy was performed for prolonged airway management. The tracheostomy was removed three weeks later as respiratory function improved. One month post-hm3 lvad implantation, the patient developed clinical signs of a superficial driveline infection. Over the following six months, the patient experienced recurrent bloodstream infections caused by serratia marcescens. Despite extended intravenous antibiotic therapy, fdg-pet/CT scan imaging revealed persistent deep infection at the hm3 lvad inflow cannula, indicating a deep device-related persistent infection, the patient¿s priority status on the transplant waiting list was elevated. Ten months post-hm3 lvad implantation, the patient developed recurrent episodes of stridor, secondary to significant tracheal stenosis (CT imaging and bronchoscopic evaluation) following tracheostomy removal. The heart team recommended surgical approach to address the tracheal stenosis, which was successfully performed. Fifteen months after the implantation of the hm3 lvad, a suitable donor heart became available, and the patient underwent successful htx. Tracheal stenosis is commonly observed among prolonged ventilated patients with tracheostomies, characterized by localized hypergranulation and airway obstruction. Tracheal stenosis is a recognized complication of long-term tracheostomy, which can delay surgical interventions, including htx, due to the need surgical or interventional management of the airway obstruction.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as entered as same as published date (26feb2025, since the date of data collection was not provided). R. Egle, et al (2025) case report: st-elevation myocardial infarction complications. How far will you go? Future cardiology, 21:4, 217-221, doi: 10.1080/14796678.2025.2471732. Department of cardiology, medical academy, lithuanian university of health sciences, kaunas, lithuania. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline and bloodstream infections could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.